Event description:
Side effects from essure coils. I am having symptoms of vertigo, hives, pain, heavy menstrual cramping, and non-stop heavy bleeding, migraines, numbness in limbs, restlessness, insomnia, sometimes feel delusional, night sweats, rashes, rapid heart beat with panic attacks.